Event description:
As reported by the user facility (translation of user facility information by (B)(4)): flow rate too high. The pump was already emptied after 11 hours. Filled with 5fu.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently on shipping from the customer to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.